Event description:
The subject ICD, implanted with a sorin lead, presents with ventricular oversensing. Ventricular sensitivity is already programmed to 0,8mv. The physician asked for recommendations on how to proceed with the lead. Preliminary analysis results showed that the observed ventricular oversensing was most probably resulting from electromagnetic interferences at 50hz and/or myopotentials.

Manufacturer narrative:
Please refer to the attached investigation report. (B)(4).

Event description:
The subject ICD, implanted with a sorin lead, presents with ventricular oversensing. Ventricular sensitivity is already programmed to 0,8mv. The physician asked for recommendations on how to proceed with the lead. Preliminary analysis results showed that the observed ventricular oversensing was most probably resulting from electromagnetic interferences at 50hz and/or myopotentials.